Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire close to the proximal clevis hole. The instrument failed the electrical continuity test. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. Also, the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 6mm and the grips were not cracked. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable causes of the faults described above are listed below: the probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of thermal damage in yaw pulley is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of the bent grip is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided images was consistent with the complaint of a damaged cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf)instrument failed to coagulate despite changing the bipolar cable, reinstalling, and reconnecting the fbf instrument, as well as restarting the generator. However, the surgeon was able to move the fbf instrument freely throughout the surgical procedure. By the end of the surgery, one wire was found to be exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the cable of the fenestrated bipolar forceps instrument became exposed and was found to be severed in half, despite the insulation remaining intact. There was no evidence of damage or arcing, nor was there any collision between the fenestrated bipolar forceps instrument and other instruments. The fenestrated bipolar forceps instrument was operated correctly throughout the surgery by an experienced surgeon.